Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported they noticed the couch was not level. The patient was no longer lying level on the table. The customer contacted the philips help desk to inform them of the issue and an fse was dispatched to the site. The philips field service engineer (fse) confirmed there was no harm to a patient, operator bystander. On (B)(4) 2014, the fse arrived on site and evaluated the system. Upon evaluation, the fse found the couch was not aligned exact enough. The fse conducted level measurements and scans showing the couch was not at isocenter. The fse was not able to determine the exact cause for the couch to be misaligned. The fse leveled the couch to resolve the issue. Since there were no parts returned from the field or log files provided, a probable cause of the issue could not be determined by engineering. Based upon the troubleshooting services and statements of the fse, he noted that this issue may, in some cases, be caused by the concrete settling, which can cause sinking or tilting of the couch. No parts were replaced and no log files were created. CT engineering determined this issue to be an acceptable risk. The mitigations for this issue include: ¿ couch assembly instructions ¿ installation instructions -- front captured in bayonet hole ¿ front captured in bayonet hole ¿ IFU warning to check alignment if the top has been impacted with significant force ¿ recommendation to check alignment daily in IFU ¿ the system provides a calibration for image rotation ¿ the calibration manuals provide detailed instructions on how to perform the calibration procedure ¿ the system provides a phantom to perform image rotation calibration ¿ the system accompanying documents recommend the user to establish a quality assurance program designed to periodically verify that the scanning or simulation process meet the accuracy requirements ¿ the rotation calibration application shall use large field of view for ultra-fast protocol

Event description:
The customer reported that they noticed the couch was not level. A philips field service engineer (fse) confirmed there was no harm to a patient, operator bystander. The fse ran level measurements and found the couch was not at isocenter. The fse leveled the couch to resolve the issue.